Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from health care provider (hcp) regarding an external device. Caller stated that pt is needing MRI lower back. Caller states pt has lost the recharger and has not been able to recharge in a year and a half. Caller states pt has had MRI scans since the ins battery has depleted. Additional information was received from patient stating they have had the device turned off for like over a year but now need an MRI. Patient stated when the device was put in it was helping the deep nerve pain they had for months. Patient noted it didn't kill the pain but it was the only thing that would halfway kill it. Patient said as time went by the pain was calming down a little bit but the scs device didn't help their lower back right pain at all so they just went ahead and turned the device off. Patient added that a lot of times the device "buzzed them" when they didn't need to be buzzed. Agent redirected to hcp to further address. Patient mentioned they had lost ac power supply. A replacement ac power supply was sent out.